Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the insertion occurred without difficulty. Upon removal of the wire, the coiled wire became "uncoiled", broke off and was in the patient. Intervention - vascular surgery staff was able to pull the coiled wire out of the patient without issues. A scan was performed and nothing was left in the patient. The doctor said the needle could have sheared the wire to make it coil. No patient injury reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and it did not reveal any manufacturing related issues. The probable cause of the guide wire separation could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the insertion occurred without difficulty. Upon removal of the wire, the coiled wire became "uncoiled", broke off and was in the patient. Intervention - vascular surgery staff was able to pull the coiled wire out of the patient without issues. A scan was performed and nothing was left in the patient. The doctor said the needle could have sheared the wire to make it coil. No patient injury reported. The patient's condition is reported as fine.